Event description:
Customer reported erroneous low red blood cell (rbc), hemoglobin and platelet test results were obtained for three pt samples when using the coulter act 5diff cap pierce (cp). The initial erroneous results were reported out of the lab. The samples were retested and recovered higher results. The customer considered the retest results to be correct. Corrected reports were issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer. The three pt samples were tested over two separate dates, (B)(6) 2010.

Manufacturer narrative:
The instrument was within qc specs with respect to controls (accuracy) and reproducibility (precision). Control were run before and after this event and were within acceptable ranges. Controls are run every eight hours/ each shift. On (B)(4) 2010, the field service engineer checked probe alignment and replaced the sample syringe and sample line. Verified instrument operation. Root cause is associated with the replacement of the sample syringe and sample line. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This issue was reported in 2010 as MDR 1061932-2010-00045. That MDR represents event 1 of 2 events reported by the customer. During the retrospective review, it was determined that this add'l MDR was required to be filed for event 2.